Manufacturer narrative:
(B)(4).

Event description:
It was reported that low lead impedance on the rv lead was observed during an upgrade from a dual chamber pacemaker to a crt-p device. Lead measured normal prior to the procedure. The lead was tested several times and low impedance issue persisted. The rv lead was explanted and replaced and a new lv lead was implanted. The procedure was completed successfully without adverse consequence to the patient. Patient is stable.